Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose level was around 490 mg/dl. A correction bolus was delivered to address bg. Customer pressed the wake button multiple times and the wake button performed as intended.